Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, inadequate pacing output was noted on the device. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: b1, b2, b5, d4, d7, h1, h4, and h6.

Event description:
Additional information received indicating that the device was explanted and replaced to resolve the event. There were no known patient consequences.